Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that admission inactivity days exceeding the configured limit which prevented the patient from appearing on the station. A technical support specialist validated the issue as per knowledge article - "patient missing on a bd pyxis medstation es". The customer was advised to extend the inactivity days and verify patient visibility. Later the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was unable to be viewed in station the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.